Event description:
The reporter contacted animas on (B)(6) 2012 reporting that during a battery change, the battery was found to be warm to the touch and smelled hot. The reporter stated that two weeks prior corrosion was noted in the battery compartment and they attempted to clean out the battery compartment and continued to use the pump. This report is made based on the allegation that the temperature issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 (B)(4) 2012. Device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there was no activity related to the complaint observed in the black box or download history. On evaluation, the battery that was returned with the pump showed evidence of moisture exposure. On inspection, the battery compartment showed evidence of corrosion. There was no visible physical damage to the battery cap or the battery compartment. The pump powered on normally and was exercised for 24 hours without overheating or alarms. The pump's electrical current draws were tested and found to be within specification. The pump cover was removed for investigation and no further evidence of moisture damage was found. The pump was evaluated and found to be operating within required specifications.